Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the instrument was fully applied with no clips remaining. The distal end of the channel cover was intact. Microscopic inspection of the jaws revealed acceptable jaw co-planarity. Functional testing noted that the instrument was cycled to complete the firing cycle, the interlock did not engage. The pusher bar was dragging the interlock mechanism backwards. It was reported that the safety interlock deployed prior to all staples or clips firing. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: the interlock was nonfunctional and did not engage. The most likely cause was determined to be manufacturing related. This product is no longer being manufactured. The event had foreseen risks and is included in a data monitoring plan. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open procedure, on the firing step, the surgeon was unable to squeeze the handle, the clip applier blocked before loading. Another device was opened to resolve the issue. There was no patient injury.